Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data has not been able to be transmitted to merlin.net as the device was suspected to be not communicating with mymerlin application. No patient consequences were reported.